Manufacturer narrative:
Investigation of the returned instrument presented three potential root causes for the failure: the tip of the device was too long and bore the load of stem torque. No radius was present at the base of the tip where the tip connects to the body of the hip stem inserter. Instrument was not sufficiently heat-treated.

Event description:
During surgery, as the surgeon was implanting a hip stem, the tip of the hip stem insertion device broke-off inside the hip stem. After an attempt to remove the broken piece, the surgeon decided to leave the broken piece in the stem and conclude the surgery.